Event description:
Age, and weight of the patient is unknown. It was reported to boston scientific that during the prep of an endoscopic retrograde cholangiopancreatography procedure (ercp), the needle would not retract. The case was completed with another of the same device with no patient complications.

Manufacturer narrative:
The lot number of the suspect code is unknown; therefore, the manufacture and expiration dates can not be determined. A review of the device history record could not be performed since the lot number was not provided in the complaint. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.